Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue; guide catheter: radiguide jl3.5; stent: ultimaster 3.5x18mm, 3.5x28mm. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. It should be noted that the instruction for use specifies: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4).

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with no tortuosity and no calcification in the proximal/distal right coronary artery (rca). A 4.0 x 12 mm nc tenku was used for post-dilatation after stenting, there was no issue noted during inflation. The balloon was inflated in the proximal rca to 12 atmospheres (atm), 16 atm, and 20 atm and in the distal rca to 12 atm, 18 atm and 20 atm. However, the balloon ruptured during the third inflation at 20 atmospheres. Another balloon was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.